Event description:
The customer reported via phone call that the customer experienced high blood glucose. Customer mentioned the blood glucose value at the time of incident was 400 mg/dl. The customer's current blood glucose was 80 mg/dl. Customer also reported on bent cannulas and insulin flow blocked alarms. The customer was treated with insulin shots. Partial troubleshooting was performed. The product will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.